Manufacturer narrative:
(B)(4). The customer returned one unit autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used. No other defects or anomalies were observed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was able to successfully load into the jaws of the applier and close. The remaining clips were also able to fire properly. The sample was received with 6 clips remaining in the channel indicating that 9 clips were fired by the end user. No defects or anomalies were observed. The device history review for the product auto endo5 ml lot#73l1700281 investigations did not show issues related to the complaint. Other remarks: the IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the reported complaint could not be confirmed for the sample that was returned. The reported complaint of "clip did no load properly" was not confirmed based upon the sample received. One device was returned. Upon functional inspection, no problems were found as clips could be loaded into the jaws and close with no issues. The device was received with 6 clips remaining in the channel indicating that the end user fired 9 clips. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. No functional issues were found with the returned device. The root cause for the complaint is undetermined. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the surgeon and surgical assistant used the ae05ml during a robotic prostatectomy; the applier would not load the clip correctly in the jaw so full aperture was not achieved as part of the clip did not load into the jaws of the applier appropriately and the attempt to ligate the vessel was ineffective. The applier was removed and another ae05ml applier was used. Initially the 1st clip was loaded however despite appearing that full aperture of the clip with in the jaw was achieved prior to ligating the vessel the clip fell out of the jaws. Another attempt was made to ligate however the same issue happened. Both appliers were removed from the procedure.